Manufacturer narrative:
The controller's device history review shows met all qa and manufacturing requirements. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. Device still implanted in patient.

Manufacturer narrative:
Conclusion of the investigation: the heartware vad is used for treatment not diagnosis. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. On-site inspection of the driveline connector/controller connection by manufacturer did not reveal any issues with the locking mechanism of the connector. While inspection of the inside of the driveline connector could not be performed, as the patient could not tolerate pump off time. The patient has not experienced any similar events following the controller exchange. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "vad stop" alarms on the date of the reported event. Analysis of the controller revealed that the device met specifications. (B)(4) passed visual inspection and functional testing. No device defect or malfunction could be identified. There are no known clinical factors that could have contributed to this event. Although the reported event could not be replicated during testing, the most likely root cause is a marginal or insecure driveline connection. Applicable risk documentation and experience with events of similar circumstances were considered; events with an intermittent electrical connection of the driveline are most often attributed to a tensile force on the driveline connector and result in partial loss of electrical continuity this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. No additional information will be forthcoming.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Patient was discharged from the hospital on (B)(6) 2014 and noted to be "well". Pump-07/27/2012, (B)(4).

Event description:
It was reported from (B)(6) that a patient went to the clinic for a controller upgrade/exchange and approximately one hour later while at a train station the patient experienced ventricle assist device (vad) stop alarms, she became dizzy and had a loss of consciousness. It was stated by the patients' family that the driveline connection had the "red dots' aligned and were noted to be in place. The driveline was "manually pushed in", this did not resolve the alarms. The patient had a controller change to the new back up controller, the patient regained consciousness. Upon admission to the hospital the pump parameters: pf 3.9l/min at 2700rpm, pump power 4.1watts. Map 80mmhg, hr 76bpm. It was reported that the patient has had no further alarms.